Event description:
The manufacturer received information alleging a ventilator needs a new screen and routine preventive maintenance. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the display screen was found to be partially unreadable. The device had evidence of physical damage. The device's lcd screen was replaced to address the issue.